Manufacturer narrative:
A non-qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that after an intraocular lens (iol) was implanted, it was exchanged for another lens approximately 3 months later. The cause of the event was due to the patient having blurry vision. The replacement lens was 1.5 diopters less power than the initial lens. Additional information was requested.